Manufacturer narrative:
Correction: h6.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure it was noted the right ventricular (rv) lead had high pacing impedance, so it was not used and discarded within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.